Event description:
Customer reported he experienced high blood glucose of 400 mg/dl. Customer has received multiple no delivery alarms. Customer stated he always received the alarms when the reservoir has less than 20 units and after receiving a low reservoir alert. The alarm was resolved by a complete infusion set and reservoir change. The customer requested the insulin pump to be replaced as he did not feel comfortable with getting no delivery alarms after trying to deliver a bolus during a low reservoir state. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.